Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) the device alarmed low vacuum, however there was no known harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
At this time, it is unknown if the customer has requested getinge to evaluate the iabp. Additional information requested from support in regard to the repair and status of the iabp were performed with no information available. Therefore, we are closing this record with no further action. If additional information is received, the record will be reopened and addressed accordingly. H3 other text : fse did not visit the site.

Event description:
N/a.